Event description:
It was reported the customer had a vibrate anomaly on their insulin pump. Customer stated the vibrate mode on their insulin pump was 10 times louder than before. Customer's blood glucose was unknown. Troubleshooting found the insulin pump vibrated during the vibrate test. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.